Event description:
A report was received that the patient had issue with the pocket site with symptoms of tenderness, swelling and fever. The physician suspected infection. The patient was prescribed bactrim. The patient underwent an explant procedure of the entire system. The physician was not sure if the infection was device or procedure related. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.